Event description:
Pt said the pump with sn (B)(4) (maintenance due on 11/01/2018) is malfunctioning. The pump started beeping and shaking and on the display it says something is blocking the tubing. She checked the tubing, there was no obstruction and she made sure there was no clamp but still the pump continued to beep and shake. She immediately replaced the pump and everything went well. There was no adverse event and no interruption in the therapy. A replacement pump will be shipped out to pt as well as a return box. No other info provided. Dose or amount: 49 nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.